Event description:
The customer reported the monitor is showing half of the images.

Manufacturer narrative:
The ge service rep stated that the unit was intermittently displaying lines in the image while fluoroing. Upon inspection, he found a loose connection between the display adapter pcb., and the image processor pcb. He corrected the connection, and tested the unit for operation. The unit operates as intended.